Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection of the returned item exhibits signs of repeated use (nicked or gouged) and the anterior section of the post feature has fractured off. Also one of the pins has fractured off as well. Not all pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tasp fractured. It was discovered in inspection after decontamination. No patient involvement.